Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2 oct 2018. The field service engineer (fse) was unable to duplicate the reported problem, but verified in the diagnostic log that error was logged also with "data acquisition pcba adc reference failed "error. The fse replaced the data acquisition to motor controller cable as a precautionary measure and the unit passed all testing. No parts were returned for failure investigation, therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator alarmed with "auto zero pressure sensor failure occurrence" error. It is unknown if the unit was in use on patient , but there was no patient harm reported. The event date was not specified; estimate used.